Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave pulsed field ablation catheter was selected for use. It was noticed that the guidewire became stuck, but it was not stuck on tissue. Troubleshooting was attempted to release the wire, but it was unsuccessful. After five to ten minutes, the wire was able to be released. The physician decided to complete the last ablation with the same catheter using a new wire. The procedure was completed successfully. No patient complications were reported. The device is not expected to return.